Event description:
Patient was revised to address suspected infection due to eschar-scabs and wound not heal, as well as pain. The fracture has not fused, so the plates and screws were removed and an external fixation was placed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Provided information states the patient was suspected of having an infection due to eschar scabs. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.